Event description:
The device was used during a open cholecystectomy procedure. Reportedly, the clips did not form properly. The patient experienced post-operative bleeding from the cystic artery. The patient required a blood transfusion.